Event description:
It was reported that approximately six weeks following implantation of a drug-eluting taxus express2 stent, the patient returned with chest pain.in 1999, the patient underwent angioplasty of the left anterior descending and the diagonal coronary arteries. A bare metal stent was placed in the circumflex. Three months later, the patient developed in-stent re-stenosis and a second bare metal stent was implanted in the circumflex. The patient recently returned with an evolving inferior wall myocardial infection and thrombus in the circumflex, believed to be distal to the stents. The patient was treated with reopro. A dissection was noted in the marginal branches and was treated with kissing balloons and an express stent was placed in the distal marginal branch. A taxus express2 drug eluting stent was implanted in the circumflex, at the site of the recurrent in-stent re-stenosis. Disease was also noted in the right coronary artery. Six weeks later, the patient returned with chest pain, s-t wave depression and thrombus in the taxus stent. The patient was treated with reopro and angioplasty and recovered.